Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. No unexpected rewind anomaly noted. No motor error alarm noted, the motor passed motor test; no motor anomaly or rewind anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that she was delivering a bolus and got a no delivery alarm. Customer state that she rewound and reprimed the pump. Customer attempted another bolus and received a motor error alarm. Customer rewound the pump again and attempted a bolus delivery. Customer stated that it said bolus completed. Customer stated that she can see the entire piston through the reservoir window. Customer stated that it usually draws back farther but it is not doing so right now. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.